Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months ago from date manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold its charge. It was noted also that patients pain had worsened. The patient underwent an ipg explant procedure. The explanted device was discarded by the facility.